Manufacturer narrative:
After the initiation of this report the device was returned. The evaluation is pending. Upon completion of the evaluation a supplemental report will be sent. (B)(4). The device has not been returned for investigation so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
A sensation 34cc iabc was inserted into the patient. Balloon waveform was good while a flat line of arterial pressure was shown (no signal from arterial pressure). The patient expired on (B)(6) 2017 however the facility is not attributing the adverse event to the device.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Dried blood was found within the inner lumen. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
A sensation 34cc iabc was inserted into the patient. Balloon waveform was good while a flat line of arterial pressure was shown (no signal from arterial pressure). The patient expired on (B)(6) 2017 however the facility is not attributing the adverse event to the device.